Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1b8b4, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that during inter-op on the day of the report, a new lead had impedance issues. This was indicated as an out-of-box failure. The healthcare provider used a different lead and it worked fine. The patient was implanted for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and fecal incontinence.

Manufacturer narrative:
Analysis of the lead, lot# va1b8b4, found that the lead body and conductors were stretched.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.